Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer indicated via phone call that their insulin pump had unresponsive buttons and keypad. Customer indicated that their blood glucose was normal. It appears that the pump will be returned. No other information was given.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The insulin pump was received with minor scratches on display window, cracked case on the display window corners, cracked battery tube threads and cracked reservoir tube lip.